Event description:
It was reported that a user experienced persistent hyperglycemia with meter readings up to 500 mg/dl while using the ilet with subcutaneous insulin via pen backup, which the user attributed to a potential pump issue. A site change resolved the elevated readings, and the user noted making multiple meal announcements and using meals as correction, after which a factory reset was performed with customer care assistance. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no medical attention beyond routine troubleshooting and education. Investigation included review of device reports and consultation with clinical management, followed by a factory reset of the device. Investigation of this case revealed that infusion site performance was the likely contributor to the high glucose, with user behaviors involving repeated announcements contributing to glucose management challenges; device function was restored through reset, and no hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and infusion site-related factors rather than a device malfunction.